Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll corporation for evaluation. The customer's reported problem was observed during device data log review. However, the device was put through extensive testing including environmental testing, shock test, circuit and patient impedance testing without duplicating the report. An internal inspection of the device found no discrepancies. The device will not be recertified and a replacement was recommended. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.